Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) boss410, (3i t3 non-platform switched parallel walled implant 4 x 10mm) for evaluation. Visual evaluation was performed, the implant had signs of use with marking from removal. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 2023060383. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023060383 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that there were not any complications during implantation at tooth site 35. 3-4 days after implantation patient came with parasthesia at the left side of the lower lip. There was no complete loss of sensitivity but light prickle. Parasthesia intensified in the coming week and implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided.